Event description:
Boston scientific crm received information that this righ ventricular (rv) lead was explanted due to pocket erosion and a possible infection.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.